Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24sep2019. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the motor control pcba and power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported "3.3v supply failed," "5v supply failed" and "motor control pcba adc failed" alarms occurred. There was no patient involvement.